Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site on (B)(4) 2019 to troubleshoot the issue. The detergent pump was found to be seized on the instrument. The fse replaced the pump and returned the system to functionality. On (B)(6) 2019 further erroneous patient results were generated for enzymatic creatinine. The fse returned to the customer site and found that some sample cuvettes were dirty and needed further cleaning or replacement due to the previous detergent pump issue. Once this was completed the system was restored to full functionality. In conclusion, the cause of this event was a malfunctioning detergent pump. (B)(4).

Event description:
The customer reported obtaining multiple erroneous high enzymatic creatinine patient result on their au5800 clinical chemistry analyzer (s/n: (B)(4)). The customer's patient result was above the normal range of the assay. No issues with sample integrity were reported by the customer.